Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient's pump was removed and the patient's spine was left open so the patient was leaking fluids. The patient had to have surgery again to close the incision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.